Manufacturer narrative:
A patient experienced pain at the ipg site. The patient's ipg was replaced on (B)(6) 2023, no complications during the procedure and therapy restored. No explanted product is being returned due to facility restrictions. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was occasionally experiencing sudden intense pain at the site of their ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.